Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6). Product ID: wr9230, serial# unknown, product type: recharger. Product ID: a72400, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was the patient stated they were recharging their implanted device and got connected with the recharger just fine, but now they are having issues entering the mystim application, as the handset is stuck on the 'recharger' part. Agent asked for further clarification, and patient stated they were seeing recharging, then disconnected, and recharging, then recharger disconnected, and a message regarding communicator manager kept occurring. Patient stated the handset displayed 'medtronic communication manager running' and then reported seeing a notifications and settings button. Patient stated the handset was stuck on that message so they tried to enter mystim to lower stimulation settings, but they cannot move past 'charger screen' prompting them to scan the code and showing the 'round charger thing.' Patient stated they needed to turn their stimulation down as it was up to 4.0 and it was too high when they were sleeping, but fine during the day. Agent attempted to review that mystim is referring to communicator, not handset. Patient stated handset was stuck on that screen. Agent had patient perform a reset of the handset. Patient turned communicator on and reported a green solid light. Patient entered mystim and entered communicator serial number manually. Patient then saw not found. Agent had patient reset communicator and close out of all applications. Agent ensured patient had set recharger aside in dock. Patient entered number manually again, then reported service code 310 connection interrupted. Patient pressed exit and tried to connect again but kept reporting not found despite resetting both communicator and handset and having implant charged. Patient stated these issues began yesterday, as they just left the hospital yesterday. Patient consulted with last night who told patient to call patient services. The issue was not resolved. Agent consulted with hcit and was told to warm transfer patient to address communication manager issue. Patient was redirected to hcit. Patient stated they are meeting with their doctor again on the 6th.